Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
Patient has been self-cathing since 2001. In or around (B)(6) 2015, patient inserted a coloplast catheter into his penis which resulted in significant bleeding. Unable to feel pain due to his paralysis, patient was initially unaware of the extent of the damage caused by the catheter. He applied gauze and was able to get the bleeding under control. During the following days, his penis and perineum became swollen. He continued to experience bleeding with each subsequent self-cath. On (B)(6),2015 he was admitted to the (B)(6) medical center where he was diagnosed with a urethral injury, penile abscess, and severe necrotizing fascitis secondary to catheter injury. On (B)(6), 2015, the presence of extensive infected tissue required surgeons to surgically remove his penis.